Event description:
It was reported that "last year" the pt was hospitalized due to having no energy and the doctor ended up finding out it was because the implant had been off. Caller said they didn't know either time how the therapy got turned off. See (B)(4) for recent report of therapy off and limited energy.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.